Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
As reported: "during the external apposition/compression procedure for t2 alpha tibia nail, the 42.5 mm locking screw that had been inserted into the proximal oval hole was bent. Screw removal was possible, but the operation time was prolonged by 30 minutes."

Manufacturer narrative:
The reported event could be confirmed, since the locking screw is bent as complained. The device inspection revealed the following: the visual inspection has shown that there is a strong deformation in the middle of the threaded shaft visible. On the top side of the deformation is a very strong impression mark from the compression screw visible, while the thread flanks on the bottom side of the deformation are totally flattened from an excessive contact with the bottom of the oblong hole from the nail. These damages and the deformation of the screw indicate that during the procedure very high forces were applied for compression. The inspection has also shown that the hexagon recess is strongly damaged, most likely caused during the forcible removal of the deformed screw. The relevant dimensions were verified during the inspection and no deviation from the specification could be detected. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on investigation, the root cause was attributed to a user related issue. The failure was caused by applying to much force during the compression of the fracture. In this relation, following the operative technique can be pointed out: the compression screw tibia must be screwed in correctly and with reasonable forces to provide desired function and to avoid damage of implants / instruments. Deformation of the locking screw may indicate unreasonable force.¿ if more information is provided, the case will be reassessed.

Event description:
As reported: "during the external apposition/compression procedure for t2 alpha tibia nail, the 42.5 mm locking screw that had been inserted into the proximal oval hole was bent. Screw removal was possible, but the operation time was prolonged by 30 minutes."